Manufacturer narrative:
Patient information - this information cannot be provided due to the (B)(6) privacy regulations. Initial reporter at the facility cannot be due to the restriction by the privacy regulation. Device evaluation summary: medtronic is conducting an investigation based upon all information received. The device was made available and is currently under e valuation. A supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated a system error. The patient was removed from the ventilator and placed on an alternate ventilator without harm.

Manufacturer narrative:
Correction: section h6 evaluation code method, result and conclusion. H3: device evaluation summary: the service personnel (sp) inspected the ventilator and confirmed the reported issue in logs but could not duplicate. The sp installed an alternating current (ac) adapter and ac cord under preventive maintenance (pm). The ventilator passed all tests, calibration and was in working condition. The cause of the observed condition could not be determined. The event is included in trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.